Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that deflation failure and removal difficulties occurred with subsequent complications resulting in patient death. The patient underwent percutaneous coronary intervention. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 6 fr sheath was placed in the right femoral artery. After extensive pre-dilation was performed using multiple balloons, this 2.75 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent did not deploy during the first inflation. Multiple inflations and deflations were performed. When the balloon was inflated to 16 atmospheres it would not deflate again. The stent had deployed, but was not fully apposed to the vessel wall and the stent delivery system (sds) balloon would not move forward or backward. The physician then cut the shaft of the sds, but the balloon still did not deflate. Multiple wires were used to attempt to perforate the balloon, but none were successful. The patient experienced 1x ischemia-induced ventricular fibrillation, treated with dc cardioversion. The team opted to perform emergency coronary artery bypass grafting (CABG) and remove the synergy during surgery. The patient arrived in the or in unstable condition and an emergency sternotomy was performed; the catheter remained in the main stem and aorta. After a suitable segment from the saphenous vein in the left leg was harvested, an aortotomy was performed. An attempt to remove the stent and balloon was not successful. An incision of the lad was made on the distal side of the stent. The balloon was perforated and they extracted the stent and the balloon. The lad was closed in this location and creation of a venous bypass at 1 cm from the stent on the distal side after a new coronary artery incision. Good quality of the distal lad was noted with clearly ischemic apical zone. They proceeded with closure of the aortotomy after retrograde flushing of the main stem via the venous bypass. The patient remained hospitalized. Despite all treatment efforts, the patient died on 20 days post procedure as a result of hemorrhagic shock due to uncontrollable bleeding after placement of veno-venous extracorporeal membrane oxygenation (vv ECMO).

Manufacturer narrative:
Device evaluated by MFR: the stent was returned for analysis on the balloon. A visual examination of the stent found the stent severely damaged with struts distorted and stretched in both directions, proximally on the outer extrusion for 23mm and distally over the bumper tip. Some stent struts were fractured at the distal end. The damage may have occurred during attempts to withdraw the device from the lesion during surgical intervention. The balloon cone profiles and balloon main body were reviewed and found that the balloon was loosely folded and bunched up on the distal end. There was a tear in the balloon material at the bunched location. Based on the profile of the balloon, it may have been inflated and deflated as a flattened balloon can only be obtained by using negative pressure. A product mandrel could be inserted through the device with some resistance due to the damage noted. An attempt was made to attach the inner and outer to a connector and then to an inflation device, however the water only travelled as far as the proximal bond. Inflating the balloon was unsuccessful due to the fact that the device was cut too short. (Note: a small part of the outer and inner lumen was cut off at the proximal bond during examination to allow for the connector and inflation device to be attached in an attempt to inflate and deflate the balloon.) Individual assessment of the catheter and a review of and the manufacturing processes has been performed and no issues were identified that could have potentially contributed to the deflation issues encountered during procedure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found the hypotube broken at 46mm distal from the strain relief. The break is consistent with excessive force being applied to the delivery system in an attempt to aid with the deflation of the device. Functional testing was performed and found that water flowed through the hypotube, therefore no blockage was noted. The distal part of the hypotube was not returned for analysis with the device. A visual and tactile examination of the outer extrusion and inner lumen found the outer and inner broken at approximately 28mm proximal from the bicomponent bond. The inner was damaged and stretched 9mm proximal to the bicomponent bond. The outer was also damaged and stretched at the proximal weld area displaying a neckdown defect. The proximal markerband was located at the proximal bond due to the stretching observed on the inner. The midshaft was not returned for analysis. A small part of the outer and inner lumen was cut off at the proximal bond during examination to allow for the connector and inflation device to be attached in an attempt to inflate and deflate the balloon. The remaining parts of the stent delivery catheter were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deflation failure and removal difficulties occurred with subsequent complications resulting in patient death. The patient underwent percutaneous coronary intervention. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 6 fr sheath was placed in the right femoral artery. After extensive pre-dilation was performed using multiple balloons, this 2.75 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent did not deploy during the first inflation. Multiple inflations and deflations were performed. When the balloon was inflated to 16 atmospheres it would not deflate again. The stent had deployed, but was not fully apposed to the vessel wall and the stent delivery system (sds) balloon would not move forward or backward. The physician then cut the shaft of the sds, but the balloon still did not deflate. Multiple wires were used to attempt to perforate the balloon, but none were successful. The patient experienced 1x ischemia-induced ventricular fibrillation, treated with dc cardioversion. The team opted to perform emergency coronary artery bypass grafting (CABG) and remove the synergy during surgery. The patient arrived in the operating room in unstable condition and an emergency sternotomy was performed; the catheter remained in the main stem and aorta. After a suitable segment from the saphenous vein in the left leg was harvested, an aortotomy was performed. An attempt to remove the stent and balloon was not successful. An incision of the lad was made on the distal side of the stent. The balloon was perforated and they extracted the stent and the balloon. The lad was closed in this location and creation of a venous bypass at 1 cm from the stent on the distal side after a new coronary artery incision. Good quality of the distal lad was noted with clearly ischemic apical zone. They proceeded with closure of the aortotomy after retrograde flushing of the main stem via the venous bypass. The patient remained hospitalized. Despite all treatment efforts, the patient died on 20 days post procedure as a result of hemorrhagic shock due to uncontrollable bleeding after placement of veno-venous extracorporeal membrane oxygenation (vv ECMO).